Event description:
The customer reported that while running a hepatitis core assary, summit sample handler, did not pipette sample or diluent into well positions a11 and a12 and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.